Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in device history files and in power graph generated by adapt power management tool due to internal battery not plugged in properly. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process, but self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.